Event description:
It was reported that on (B)(6) 2024, a patient presenting with a right common iliac aneurysm was treated with a gore® excluder® iliac branch endoprosthesis. A pinch at the flow divider was detected; affecting device perfusion. The pinch was attributed to vessel stenosis due to calcification. A reintervention was performed the next day. The patient was treated using a kissing balloon method. The patient tolerated the procedure.

Manufacturer narrative:
A1, patient identifier (in confidence) - no patient specific details have been provided. Therefore, data provided reflect gore's internal number for this case. B3, date of event: updated. B5, describe event or problem: updated content. D4: updated section. D6a, if implanted, give date: updated. H4, device manufacture date: updated. Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed: h6, medical device problem code: replaced a140508 with a0106 h6, investigation findings, code c19: the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. This complaint was initiated based on information received from the field. The primary reported complaint could not be independently confirmed because there were no items returned for evaluation. The reported information indicates the vessel was stenosed due to calcification. The cause for the complaint is attributed to the patient condition/anatomy as reported.

Manufacturer narrative:
Device information has been requested but not yet received the devices remain implanted w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on a unknown date, a patient was treated with a gore® excluder® iliac branch endoprosthesis. On an unknown date, a pinch at the flow divider was detected; affecting device perfusion. A reintervention is planned. The patient is planned to be treated with re-ballooning in a kissing configuration.